Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Cusotmer reported a failure code 703:07. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.